Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak on the reservoir. Customer's blood glucose was 325 mg/dl. Customer advised the reservoir leaked past the second o ring. The reservoir was returned for analysis. Customer was advised a replacement reservoir would be sent out.